Event description:
It was reported by a customer that on (B)(6) 2011, the fiber forward fired at 160,000 joules. Additional information reported by the customer was the beam was used to test the fiber prior to use inside of the pt. The beam was visible. During the procedure, it was observed that the aim beam forward fired. The pt did not experience any harm from the incident. There were no error codes that were displayed on the console when the event occurred. The user did not experience any injury from the use of the system during the procedure. The pt is in good condition.